Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter has a line though the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 5:30pm. It is not specified if the patient was taking any diabetes medications or whether she made any changes to her diabetes regimen at the time the alleged issue began. At an unspecified date/time, the patient claimed she developed a symptom of dry mouth; however, she was not able to specify whether the symptom occurred before or after the alleged issue began. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and there was no misused of the meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remained unresolved.